Manufacturer narrative:
Device is an instrument and not implantable. Pending evaluation.

Event description:
Physician was removing the closure top during a thoracolumbar removal/revision. The tips bent on the universal driver. There was no adverse effect to the patient or prolonged procedure.